Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the desaturation (desat) limit was set to 70%, and it took 15-20 seconds before the monitor alarmed for desat when the patient's saturation was at 35%.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer (biomed) and reviewed the configuration, determining the desat delay time was set to 20 seconds, and the monitor alarmed after 20 seconds of the saturation being less than 70%; therefore, there was no delay in alarm. Based on the information available, the monitor was performing as expected. The reported problem was not confirmed. The biomed was going to discuss possible configuration changes with the manager. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.